Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a rash all over body under the garment, including shoulders. Prior to being fit with the lifevest the patient received two cortisone shots in the back which initially caused itchiness. After three days pt removed the lifevest because the itching was too severe. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to remove the lifevest. Follow up indicated that the rash is improving.